Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with 240 units of insulin. Additionally, it was reported that the customer was unable to load a cartridge onto the pump. Reportedly, there was a "black band on the pneumatic tap." The customer removed the black band from the pneumatic tap and changed the cartridge to address the issue. The customer continued to use the pump for insulin therapy. Customer's blood glucose ranged from 104-166 mg/dl.